Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during impaction of the trial of the femoral stem, there was a small non-propagating fracture of the anterior cortex. A cerclage cable was placed carefully and subperiosteally around the metaphysial junction. This closed up the fracture gap.